Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported that a cardiomems implant case was aborted due to tortuous patient anatomy. Physician experienced difficulty tracking into pa with sg/wires repeatedly floating back into ra. Only the nitrex wire was successfully advanced to left pa; however, upon introducing the delivery catheter over the wire it could not be advanced past the rv. The implant was aborted. Case spanned a total of 2.5 hours; patient remained stable throughout and suffered no adverse events. Second implant attempt was scheduled for a later date.